Event description:
Arjo was informed about an incident with involvement of a concerto shower trolley. It was reported that the resident fell out on the floor, when the side support unlocked and moved to lower position. The patient was in pain, had a swollen knee and was taken to the emergency room for an x-ray. It was confirmed that patient sustained the femoral fracture.